Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and found to have a broken grip cable.

Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: initial reporter contacted nurse who indicated that there was no additional details regarding the instrument failure. The hospital had quite some incidents where the instrument's wire broke during the cases. Nurse indicated that once the failure is identified, they immediately removed the instruments from the robot and isolate them. They never encountered any events that could possibly cause harm to the patients.